Event description:
The customer stated, that she was hospitalized due to hyperglycemia. The blood glucose reading at the time of hospitalization was not reported. The customer stated, that two days prior to the event, she was vomiting and took off the insulin pump. The customer stated, that she might have had food poisoning. The customer stated, that prior to the event, she started using the insulin pump again. Troubleshooting was performed. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.